Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (device disabled) was confirmed. Upon investigation the monitor was resetting. The monitor resets were caused by a defective digital signal processor u500. The root cause of the defective u500 could not be positively identified but was likely random component failure. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) old male patient called zoll customer support to report that the patient's device was alarming that it could not be used. The patient was issued a replacement monitor.